Event description:
It was reported that after implantation of the intraocular lens (iol) the patient is miserable with positive and negative dysphotopsia. The surgeon is scheduled for a secondary surgery on (B)(6) 2015 to either do reverse optic capture or an iol exchange. Reportedly, the patient pupils are normal; everything is normal. In follow-up, the surgeon reported that the lens was not explanted. The lens was too fibrosed in the capsule to remove and therefore, the surgeon ended up piggybacking a starr lens on top of it, but the symptoms still remain. A visual field test and macular optical coherence tomography (oct) test was performed and results were 20/20. The patient was treated with alphagan drops and sunglasses.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable; lens was not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.